Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, after a successful preparation outside the patient and introduction we aspirate a lot of air. We closed the valve with the fingers, and we could not aspirate air anymore. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was observed on the flush lumen. However, the external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping. Leakage and a steady flow of air were observed during leak and aspiration testing respectively.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - ous was selected for use, after a successful preparation outside the patient and introduction we aspirate a lot of air. We closed the valve with the fingers, and we could not aspirate air anymore. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.